Event description:
The patient was losing stimulation coverage and impedances were out of range. The extensions were replaced. The reason for removal was reported to be "breakage". There was no pt injury.

Manufacturer narrative:
The extensions have been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.